Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the reported problem in the problem area of the pipette assembly. Before leaving, the fse cleaned the plunger clamp and shaft in the problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.